Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient did not know what the cgm reading was, she just knew that it was in normal range. At an unspecified time later, the patient passed out. Bystanders called emergency medical services. The bg was 32 mg/dl while dexcom reading was reportedly in normal range. She reportedly received no alert from the display device and had no preceding symptoms. The paramedics gave her a sweet liquid. When she regained consciousness, her head was spinning from having hit her head. The paramedics took her to the hospital. She stayed in the intensive care unit for 1 to 2 days as they were trying to bring up her bg. The patient stayed at the hospital for more than a week in total. She was given tylenol at the hospital as pain reliever for her headache. At the time of the report, she felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.